Event description:
I originally had prk in the military while I was active duty in (B)(6) 2003. I then had prk done again with lasik plus in (B)(6) 2010 and (B)(6) 2011. My surgery in (B)(6) 2010 never resulted in 20/20 vision so they redid it in (B)(6) 2011 for free. I was diagnosed with a detached retinas in (B)(6) 2012. The macula detached and I had a scleral buckle implanted in the right eye and later in the left. There is a significant loss of vision in my right eye (upper left quad and difficulty in reading due to the macula separation). Due to the line of pigmentation the surgeon feels that this was happening over months.